Event description:
Healthcare professional reported that "patient has been monitored for chronic seromas". Physician further stated "an MRI scan shows bilateral fluid" the device remains implanted. This relates to left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "chronic seromas", "fluid".